Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Additional observations: no other observations observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, "capsular contracture, baker grade IV". This record is for the right side. Healthcare professional, later reported, "capsular contracture, baker grade iii". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Corrected data: d.6b.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". Healthcare professional later reported "capsular contracture baker grade iii". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.